Manufacturer narrative:
Conclusion: the device investigation revealed a defective welding joint between feed-through pin and the implant coil. The investigation results appear to match the problems mentioned in the user report. This is a final report.

Event description:
One month after the first implantation (sn (B)(6)), they came for first fitting and the implant did not connect, the reason is unknown. The user was reimplanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
One month after the first implantation (B)(6), they came for first fitting and the implant did not connect; the reason is unknown. The user was reimplanted.